Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10jul2019. The service support confirmed the light emitting diode (led) lamp was flickering and replaced the power switch overlay to addressed the issue. Performed periodic preventive maintenance and no other abnormalities were confirmed. Unit was checked overall and passed the functional and run in tests.

Event description:
It was reported that the light emitting diode (led) lamp flickered during preventative maintenance. There was no patient involvement.